Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings with their sensor. Customer stated their sensor glucose readings would be off by 40 points from their blood glucose readings. Customer stated their blood glucose was 100 mg/dl and their sensor glucose was 60 mg/dl. Customer also reported, the threshold suspend feature would be activated due to the inaccurate readings. The customer also stated they did not have any symptoms of low blood glucose. No additional information provided.